Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted contrast in the inflation lumen, which is consistent with preparation. The tip length met manufacturing criteria. The stent implant was dislodged and not returned; however, crimp marks were visible on the tightly folded balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Additionally, there was balloon shredding found on the distal taper. It was confirmed by the account that the stent was not left in the pt and that the stent could have dislodged during transit from the hospital to the warehouse for return to abbott vascular. Further, the noted balloon shredding was not reported as being noted during product inspection and likely occurred during the attempt to cross the heavily calcified lesion and/or as a result of the dislodged stent implant as it moved over the balloon. Therefore, there does not appear to be a product quality deficiency. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion condition was described as heavily calcified, which likely contributed to the failure to cross. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to this complaint. Additionally, on-line test data for this lot shows all units passed the manufacturing criteria. This suggests that there are no lot specific product quality deficiencies. The failure to cross, stent dislodgement, and balloon shredding appear to be related to operational context. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. In addition, a quality control audit inspection is used to verify the product quality.

Event description:
It was reported that the device could not cross the lesion. Another 3.0 x 18 mm xience completed the procedure. No pt effect or injury. No additional information was provided. Device analysis revealed balloon shredding on the distal taper. This event has been upgraded to reportable based on this finding.